Event description:
It was reported that post operatively to a a realize band procedure on (B)(6) 2013, the a CT scan and egd was performed. The test results were revealed a focal kink in the tubing-distal to it;s connection to the body of the port. The esophagogastroduodenoscopy (egd) identified the band had eroded and was found in the cardia. The band was not replaced.

Manufacturer narrative:
(B)(4): wear upon visual inspection, a slight wear of the external walls of the catheter were observed on the kink location. With respect to band erosion, evaluation of the device cannot confirm events that are physiological in nature. While it was not possible to draw a definitive conclusion regarding the root cause of the reported events,it was observed within the instruction for use (IFU) that erosion and tubing kinking are recognized events associated with gastric banding and the realize band. A review of the product instructions for use (IFU) was performed. It was noted that detailed instructions with regard to tube placement to avoid kink is also provided within the instructions for use. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: who did the implant? Surgeon, resident, surgical assistant? Surgeon. # of fills/adjustment? Approximate time performed after surgery? Asku. Approximate volume at each adjustment? Asku. Who performed the adjustments? Office staff. How did the patient present? Abdominal pain. Any diagnostic test done to diagnose the issue? CT scan and egd. Was the band/port or both explanted? Both. Explant date? (B)(6) 2013. Any other treatments required? Asku. How is the patient? Stable. Was an endoscopy done? Yes. Has there been any port infections? No.